Event description:
It was reported that the right ventricle lead failed and was explanted and replaced due to bradycardia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead was returned in segments and no anomalies were found. However, all conductors were distorted, the outer insulation was breached cut, and there was apparent explant damage.